Event description:
It was reported that during a stenting treatment procedure, the balloon became stuck on the guide wire. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery. This 3.00x20mm promus premier stent was selected; however, while attempting to put the stent on a non-bsc guide wire the balloon become stuck. The device was removed from the patient as a single unit and a new guide wire and another of the same device was used to finish the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).